Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that fell due to diabetic ketoacidosis. Blood glucose was 109 mg/dl. Customer also reported that reservoir compartment was cracked. Troubleshooting was performed for damage and noticed the reservoir did not lock in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No damage to the reservoir tube, reservoir tube lip, or retainer noted during physical inspection. A test reservoir was installed, and the reservoir locked into place inside the reservoir tube properly. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Device was received with scratched case and pillowing keypad overlay.